Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacing dependent patient presented for follow up with episodes of noise reversion and high ventricular rate recorded by the pulse generator. The electrograms (egms) for the ventricular channel were programmed off, nonetheless over-sensed noise that resulted in pacing inhibition was suspected. However, true arrhythmia could not be ruled out. No interventions were reported. Further information was requested but not received.